Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for device interrogation. It was noted that the patient received two inappropriate shocks due to noise and there was no capture on the right ventricular (rv) lead. Lead revision was scheduled. The patient was in stable condition.